Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced high blood glucose value treated with manual injection. The blood glucose value of 300 mg/dl. Customer reported that the insulin pump was not working, and there was a discrepancy between sensor glucose value and blood glucose value. The event involved product(s) mmt-1884, mmt-431ag, mmt-342g and mmt-7040a. Troubleshooting was performed for discrepancy between sensor glucose and blood glucose values and the sensor glucose value was 148 mg/dl and blood glucose value was 352 mg/dl which was not within range. Explained sensor may have no longer been responding to glucose changes. Troubleshooting was performed for hyperglycemia and the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No harm requiring medical intervention was reported. No further patient complications were reported. No product return is required for mmt-1884, mmt-431ag, mmt-342g and mmt-7040a. Frn-mmt-342g-rsvr, unomed inf set, ozp-mmt-7040a-snsr